Event description:
It was reported that a flogard infusion pump experienced an f-49 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review confirmed the f-49 alarm. The alarm was caused by a faulty main battery. The main battery was replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order. Should additional relevant information become available, a follow-up medwatch will be submitted.